Manufacturer narrative:
(B)(4). Concomitant medical products- polished finned tib tray 83mm, catalog#: 141256, lot number#: 2018010134, vngd ps open intl fem rt 70, catalog#: 183112, lot#: j6183609. Report source: (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-10763.

Event description:
It was reported that patient underwent an initial knee arthroplasty and suffered delayed wound healing approximately two (2) months after post initial surgery and underwent wound debridement. Subsequently the patient experience delayed wound healing two (2) months post wound debridement and again underwent a wound debridement procedure. No additional information is available.